Event description:
The caller alleged a variance between two (2) inratio inr results. Results are as follows: date : (B)(6) 2015 , inratio inr : 1.7; (B)(6) 2015, 3.9. Therapeutic range: 2.0 - 2.5. There was no reported coumadin dose change during the nine (9) days between the testing. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The inratio inr result and laboratory inr result variance, dated (B)(4) 2015, is being reported under a separate medwatch; manufacturer report number 2027969-2015-00192. Investigation pending.

Manufacturer narrative:
A review of in-house testing on lot number 355824 was performed. The etain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer's monitor was returned and investigated under a separate complaint which was reported under medwatch 2027969-2015-00192. In-house donor testing performed on this monitor using strip lot 360632 also met both accuracy and strip repeatability criteria. Additionally, the returned monitor met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion: the customer's monitor, which was listed as a concomitant device, was returned for investigation. The returned monitor met functional and thermistor testing requirements during investigation. A review of in-house testing was on retain lot 355824 was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.